Event description:
Patient suffered ventricular fibrillation in cardiac o.r. After intubation and central line placement, but prior to surgery, acls protocol was initiated. The defibrillator failed to effectively discharge with a delay of 3-5 minutes. All attempts to resuscitate the patient were unsuccessful. Evaluation of the defibrillator, by the department of biomedical engineering, noted the cause of the malfunction (no discharge) to be due to a bent connector pin on the paddle set and a recessed contact on the correspondiong socket of the connection cable assembly. The paddle set and the connection cable assembly have been replaced by the biomedical engineering department. Thew unit was tested and found to operate with in manufacturer specificationsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, other, defibrillator paddles. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.